Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records the device was returned for analysis with bottom case and plunger assembly tamper seals removed/broken the lower left front corner of top case has been chipped out, also cracked on right plunger case. A review of the event history log identified check clutch, base not responding, check plunger sensor and battery communication timeout. During the functional testing using the occlusion test, power up and inspection were done. The check clutch error was duplicated during occlusion. Unable to duplicate base not responding. Check syringe plunger sensor but battery communication timeout was found at power up. The root cause of the reported problems are a combination of lead screw and clutch halves were worn out due to normal wear; base not responding is a advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on (non-issue), check syringe plunge sensor was causing by the flippers intermittently stuck, battery communication timeout was causing battery connector to come loose from interconnect board. These findings were due to normal wear and user error. The lead screw and both clutch halves for check clutch error were replaced; replaced left plunger case due to flippers were found intermittently stuck. Performed preventative maintenance and all functional/delivery testing. Replaced top case for physical damage.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor failure, check clutch, battery communication issue and the base was not responding. No adverse effects were reported.